Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-22867. It was reported that during surgery wherein patient's leads were to be explanted, one lead could not be explanted. Lead remains implanted and patient may have to undergo surgery to correct this. Patient is stable. It is unknown which lead remains implanted therefore both leads will be reported on.